Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 200.5040 on a rental lvp8100 sn (B)(4). This lvp had software 9.33 (B)(6) had about 30 rental lvps with software 9.33 but his hospital use software 9.19.1.2 on pcu8015 and lvp software 9.17. Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) the resolution is to down grade lvps software to 9.17 or return these rental units to rental company and get the correct software version from the rental company. (B)(6) will return these units and ask rental company to give him new pumps with software 9.17. Ref: (B)(4).